Event description:
A customer observed negatively biased qc results using vitros li slides on a vitros 950 analyzer. Biased results of the direction and magnitude observed on a patient specimen may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that two vitros slide cartridges were misidentified in the slide supply of a vitros 950 analyzer resulting in biased qc results. The root cause was user error as the customer loaded a slide cartridge outside of the cartridge loading dialogue and did not verify slide supply contents.